Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor failed detect and treat testing. A review of download data from incoming functional testing indicates that the monitor reset after delivering a pulse. The patient's download data does not indicate that a pulse reset occurred during the treatment of this patient. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. Device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor - (B)(4) - 10/13/2011, belt - (B)(4) - 05/31/2018.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2020 at approximately 6:00 am. Review of the patient's download data reveals that the patient experienced an appropriate treatment event on (B)(6) 2020, the day of their passing. The patient received three treatment shocks during ventricular tachycardia (vt). The first treatment failed to convert the arrhythmia and the patient's post-shock rhythm was vt. The second treatment's post-shock rhythm was asystole. The third treatment successfully converted vt to idioventricular rhythm at 90 bpm with premature ventricular contractions (pvcs) and non-sustained ventricular tachycardia (nsvt). The patient's rhythm at the time of the electrode belt disconnection was atrial fibrillation (af) at 100 bpm with frequent pauses in cardiac activity that transitioned to idioventricular rhythm at 80 bpm with intermittent cardiac activity. The patient's lifevest was removed by medical professionals to perform CPR. According to the patient's son, the cause of the patient's death was congestive heart failure and sepsis, and the patient was not wearing the lifevest at the time of passing. The response buttons were not pressed during the event. There is no indication or allegation that a device malfunction caused or contributed to the patient's death. The lifevest acted as designed. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.